Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had contractions (interpreted as abdominal pain). Essure was removed 1.5 month after insertion. She also reported continous bleeding (interpreted as genital bleeding). These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. Given the nature of the reported events, and lack of alternative explanation, causality with essure cannot be totally excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("contractions") and genital haemorrhage ("continous bleeding") in a female patient who received essure. In (B)(6) 2015, the patient started essure. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (implants removed 1.5 month after insertion). Essure was withdrawn. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain and genital haemorrhage to be related to essure. The reporter commented: only after insisting, had her implants removed. Physician told her he didn't see what the problem was. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had contractions (interpreted as abdominal pain). Essure was removed 1.5 month after insertion. She also reported continous bleeding (interpreted as genital bleeding). These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. Given the nature of the reported events, and lack of alternative explanation, causality with essure cannot be totally excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected.